Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous posterolateral branch. The 15mm x 2.5mm maverick 2 monorail balloon ruptured at 12atms on the third inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the vessel was severely calcified. Additionally, the first two inflations were to nominal pressure and the device was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by MFR: the maverick 2 monorail balloon catheter was received for analysis. An initial visual examination of the balloon material could not detect any tears or holes. However, when the device was attached to an encore inflation unit and an attempt was made to inflate the balloon, a pinhole leak was detected over the proximal edge of the proximal markerband. A microscopic examination of the balloon material and of the proximal markerband could not find any issues which could potentially have contributed to the leak. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).